Event description:
The following was reported through a review of the article titled ¿trabecular microbypass as replacement therapy in pharmacologically controlled open-angle glaucoma patients. Following right eye (od) trabecular microbypass stent system procedures, one (1) eye was identified with peripheral anterior synechia (pas) occluding the internal ostia of the stent, which was subsequently treated with yag laser iridotomy. Through follow-up, the author noted that the event of pas/stent occlusion was possibly related to the patient's angle anatomy. Per report, the patient's status was reported as "doing well". Any omitted information was not available through follow-up.

Manufacturer narrative:
Additional information: (age or date of birth, sex, other relevant history): mean and mode used. E-publication date used for date of event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however per report, the patient's anatomy was likely a contributing factor. (B)(4).